Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the pump is out of calibration. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: intermittent operation. Main board and psu defective. Failed electrical safety test. The main board and psu were replaced to resolve the issues; however, the device was not restored to the specifications and was returned to the customer unrepaired. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the fms duo®+pump/shaver unit device was out of calibration. During in-house engineering evaluation, it was determined that the device had intermittent operation due to the main board and psu defective. There was no procedure nor patient involvement reported. No additional information was provided.